Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message. "Scan back in 5 hours," while wearing the adc freestyle libre sensor. On (B)(6) 2021, the customer was sleeping and did not realize if they were experiencing glycemic instability symptoms however reported having a loss of consciousness. Hcp contact was made, and the customer was provided IV glucose for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.